Manufacturer narrative:
The investigation has been completed. The root cause of the limb ischemia was unable to be determined as limited clinical details were provided and no product was returned for review. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male of unknown age in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced leg ischemia. The impella cp was explanted and the patient continued on extracorporeal membrane oxygenation (ECMO) support.